Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis and treatment for the event were not reported. Forty-eight days after the onset of peritonitis, physioneal therapy was discontinued, and the patient switched to hemodialysis. At the time of this report, the patient was not recovered from the event. No additional information is available.